Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: france. The needle detached from the thread frequently, and break during surgery.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are two previous complaints of this code batch regarding needle detachment that were closed as not confirmed after the analysis. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock in b. Braun surgical's warehouse. We have received an unopened pouch. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 1.36 kgf in average (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). We have also tested the needle bending of the closed sample received and the result fulfills product specifications regarding minimum bending strength: 10.37 n x cm (bbs requirement: > 9.50 n x cm in minimum bending strength. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The complaint is not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.